Manufacturer narrative:
Device evaluated by manufacturer. The returned complaint device consisted of a rotalink burr catheter. The advancer and handshake connection were microscopically and visually examined. There are 2 torn/melted spots on the sheath 21.2cm from the strain relief. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the sheath was broken. A 1.50mm rotalink burr was selected for use. During preparation, it was noted that the sheath was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, it was further reported that the sheath of the device was broken outside the patient when preparing. The device was not used.

Event description:
It was reported that the sheath was broken. A 1.50mm rotalink burr was selected for use. During preparation, it was noted that the sheath was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.